Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on the information reviewed and due to the limited information available from the article, the reported death was a cascading event of the reported heart failure and recurrent mr. The cause of the reported heart failure and recurrent mr was unable to be determined. The reported patient effects of mitral regurgitation, death, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report death, ventricular dysfunction, recurrent mitral regurgitation, and heart failure. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4 in patient d. Due to challenging anatomy, femoral or jugular access was not possible so a thoracotomy was performed for direct access. Two xtw mitraclips were implanted without issue, reducing mr to grade 2. Nine months post procedure, the patient passed away due to progressive ventricular dysfunction, recurrent mr, and heart failure related multi-organ dysfunction. No additional information was provided.